Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. In addition, this device exhibited longevity calculations from one and a half years to less than three months in a span of three months. Data was sent for engineering analysis. Analysis showed that no low voltage fault was triggered, but can confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.